Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 34 mg/dl. The customer treated with juice. The customer stated that he went to sleep and woke up with really low blood glucose readings. The customer stated that the pump fell out of his pants and he picked it up and did not press any buttons. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.